Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 450mg/dl with headache and symptoms of dehydration. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer support (cs) reviewed the settings and all settings are correct and the boluses are recorded as programmed. The reporter stated a history settings (inaccurate delivery) issue. This report is being made due to the history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The black box shows on (B)(6) 2014 15:15 an unconfirmed replace cartridge alarm; deliveries were never resumed after the alarm. The pump history shows the pump was manually suspended (B)(6) 2014 09:24 and manually resumed at 11:23. The total daily dose adds up correctly and reflects the users programmed basal rate. Typical usage observed in alarm history. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.